Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction); evaluation, conclusions: inherent risk of procedure ¿ (myocardial infarction).

Event description:
During the index procedure, an endeavor sprint was implanted in the lad. Approximately 3 months post the index procedure, the patient suffered a myocardial infraction. A revascularization of the lad was carried out with non medtronic stents. The investigator indicated that the event was related to the study device. The outcome is reported as in remission. Approximately 9 months post the index procedure, a coronary artery bypass graft(CABG) was carried out in the lad. The investigator reported that CABG event was related to exacerbation of primary disease and not related to the study device. The outcome is reported as in remission.